Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on a patient being treated for stone management disease on (B)(6), 2011. According to the complaint, the guidewire was difficult to advance and then broke in half. The guidewire's jacket was also noted to have peeled. The problem occurred outside the patient. No part of the device fell into the patient. The procedure was completed with another jagwire. There were no patient complications and the patient's condition has been described as "fine."